Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.